Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient paged early morning with driveline power fault alarms. It was noted that the patient had dual task (dt) for frailty. Log files were sent for review. The log file confirmed driveline power a fault alarms on (B)(6) 2025. This alarm had not interfered with pump operation. The system controller and modular cable were exchanged. The event log file from the new controller and modular cable showed the driveline power fault did not return. Photos of the exchanged modular cable connector pins appeared normal.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. Review of the event log file, extracted from (B)(6), revealed starting on 25aug2025 at 05:20:18, driveline power fault alarms activated due to a power a broken fault. The power a broken fault activated due to the current sense on line a being lower than the expected amperage threshold. The alarms did not resolve within the log file. Pump operation was not affected. The heartmate 3 vad modular cable (lot number 8519293) was not returned for analysis. An image submitted by the customer revealed the modular cable¿s pins were in unremarkable condition. Provided information stated that the system controller and modular cable were exchanged and no driveline power fault alarms have returned. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Incidental findings: contamination: debris within the inline connector¿s threads device history records (shop order: (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate iii IFU, section 7 entitled ¿alarms and troubleshooting¿, and heartmate iii patient handbook, section 5 entitled ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii IFU, section 2 - ¿system operations¿, and heartmate iii patient handbook, section 2 - ¿how your heart pump works¿, explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook, section 6 ¿ ¿caring for equipment¿, explain how to properly care for and inspect the equipment, including the modular cable and system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.